Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set accidently left needle guard on while insertion event on 23-ju-2024. Blood glucose level was 290 mg/dl. Therefore, patient was treated with correction via IV bolus. Customer replaced supplies as necessary and resume insulin. No further information available.